Manufacturer narrative:
Additional information has been provided by the customer that was not included on the initial complaint.

Event description:
The customers called back to perform the high pressure test. Assisted with performing the high pressure test. Test results: passed. The customer stated the daughter woke up this morning with blood glucose of: 384 mg/dl bad treated with an injection. Advised to change entire set, reservoir and insulin and treat the customer's blood glucose per health care professional's instructions. The customer stated that she wanted the insulin pump replaced.

Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, and delivery accuracy tests. No excessive no delivery alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm and a high blood glucose reading. Customer's current blood glucose was 268 mg/dl. Customer had a headache and a stomach ache. Customer treated with the insulin pump. Customer was neither in the emergency room nor admitted to the hospital. Customer stated that her blood glucose was not coming down. Customer called the doctor and they changed their settings. Customer stated that her blood glucose levels have not gone down. Customer stated that she will call back to perform the high pressure test.